Event description:
The pt was implanted with an ams monarc to treat stress urinary incontinence. It was reported that "as a result of having the monarc implanted" the pt "has experienced significant mental and physical pain and suffering, has sustained permanent injury, will likely undergo corrective surgery."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.